Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure

Event description:
It was reported that brief sensor issue occurred. On (B)(6) 2026, at approximately 3:00 pm, the patient inserted a new sensor into her arm. The sensor did not function for the first three hours, and when it began displaying data, the patient reported receiving ¿weird readings.¿ at approximately 7:00 pm, shortly after eating dinner, the patient experienced a seizure. At the time of the event, the cgm was not displaying glucose values and was showing a sensor issue error message. The patient¿s husband performed a manual blood glucose check, which measured 47 mg/dl. He administered candy and chocolate frosting, after which the seizure ceased. The patient also drank orange juice. Following treatment, her manual bg readings began to rise, though she continued feeling tired. After approximately 40 minutes, her bg reached 100 mg/dl, and she reported feeling better. The sensor resumed proper functionality, and the patient was able to continue using it for the full 10-day wear period. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.